Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis: one empty syringe of 1,0 ml, received in the box, in an open tray but without needle and cap. A crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reports a juvéderm® voluma¿ with lidocaine syringe "broke in the engagement with the needle, which was in the box." Physician was not able to finish the ampoule in the patient because the product leaked. Also, when physician was injecting the product, leaking of the material through the region that the needle couples with the syringe was noticed. The syringe was broken in this place. 0.4 ml of product were injected into the patient's zygomatic region. Pre-treatment included chlorhexidine. No injuries occurred to the patient or staff.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports a juvéderm® voluma¿ with lidocaine syringe "broke in the engagement with the needle, which was in the box." Physician was not able to finish the ampoule in the patient because the product leaked. Also, when physician was injecting the product, leaking of the material through the region that the needle couples with the syringe was noticed. The syringe was broken in this place. 0.4 ml of product were injected into the patient's zygomatic region. Pre-treatment included chlorhexidine. No injuries occurred to the patient or staff.